Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-06080. It was reported the pt wanted her scs system explanted. Sjm rep attended the explant surgery on (B)(6) 2013 and the pt stated she stopped using the stimulation because the system was getting hot, but she could not explain what was getting hot. The sjm rep asked if it was while charging or when the stimulation was on, the pt stated it had been too long since she stopped using the system and could not remember.

Manufacturer narrative:
Correction/removal numbers: 1627487-0542011-002-r, 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.